Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, infection, or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, and instability could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided. H6: corrected health effect, medical device, component, and investigation clinical codes.

Manufacturer narrative:
Pending investigation.

Event description:
Legal case ¿ USA (mdl no. 3044) (ngg) (mmh) patient ID: (B)(6). It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2019, and then experienced revision surgical procedure on (B)(6) 2022 approximately 3 years and 1 month after initial implant. No images were provided. There is no device information provided. There is no other information available.